Manufacturer narrative:
UDI= ((B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient could not get the ipg to charge after the previous revision procedure. The patient underwent an ipg replacement procedure. It was believed that the ipg was not able to hold a charge due to the electrocautery that was used in the previous revision. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).